Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that during clinic follow-up, device interrogation showed the battery status less than 3 months to eri. It was noted the remaining longevity of the battery was estimated to be 2.2 years in previous interrogation in (B)(6) 2018. Early battery depletion was suspected. The patient is in stable condition. An intense 1-month follow-up was discussed.

Manufacturer narrative:
Correction: (B)(4).

Event description:
New information indicated that inaccurate estimation of longevity was noted on the device. There was no premature battery depletion as previously reported. The device was later explanted on (B)(6) 2018. Patient was stable.